Event description:
It was reported that during a laparoscopic hysterectomy, on the third reload, the device was difficult to load. A small fragment of the needle broke off into the patient during the colpotomy. An x-ray was performed for the express purpose of locating the needle fragment, but the x-ray did not detect the fragment and was not recovered.

Manufacturer narrative:
Additional information: b5, g3, h6 correction: e1 (phone number removed, fax number removed), e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: (B)(6) endo stitch instrument, (lot number: j4h2410ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy; a small fragment of the needle broke off into the patient during the colpotomy. An x-ray was performed for the express purpose of locating the needle fragment, but the x-ray did not detect the fragment.